Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 mg/dl, which was treated by consuming carbohydrates (orange juice and a cookie). Reportedly, the customer did not properly calculate the amount of carbohydrates consumed (the customer delivered a food bolus for 25 grams of carbohydrates; however, fewer carbohydrates than the 25 grams entered onto the pump were consumed by the customer). During the time of the call, the customer's blood glucose level was at 110 mg/dl, and the customer declined further follow-up from tandem technical support.